Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during diagnostic laparoscopy, ablation of endometriosis, the device did not appear to have any problems, however, once the hook was deployed to initially off pelvic wall, it would not retract fully, leaving it partially deployed while using the sealer. The sealer then did not seal properly as if not enough current was being applied. The device was cleaned as needed. The maryland was able to deploy and retract properly. The surgeon was able to complete the procedure without opening a new device. The generator was used without incident in the previous surgery and the subsequent surgery. There was no patient injury.